Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead delivered a shock to the patient. The shock impedance measurements were recorded as >125 ohms. During testing, the shock impedance measured 42 ohms. A boston scientific technical services consultant discussed the possibility of a losse setscrew.